Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken main tube approximately 1.87 from the distal tip. Components adjacent to this broken main tube showed damage which may indicate potential mishandling/misuse. Visual inspection found the main tube broken and all distal end components broken as well. The instruments distal and proximal clevis was broken, the grip tips were broken, and both the grip and pitch cables were broken. The broken pieces were not returned with the instrument. Additionally, the instrument was found to have a broken grip and the grips-tips were completely missing. The broken piece was not returned. Components adjacent to this broken grip show damage which may indicate potential mishandling/misuse. The instrument was found to have a broken proximal clevis. The broken piece was not returned. Components adjacent to the broken clevis showed damage which may indicate potential mishandling/misuse. The instrument distal and proximal clevis was broken, the grip tips were broken, and both the grip and pitch cables were broken. The broken pieces were not returned with the instrument. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis. The instrument was found to have a broken distal clevis. The broken piece was not returned. Components adjacent to the broken clevis showed damage which may indicate potential mishandling/misuse. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, the failure analysis of the device has not been completed as of the date of this report. A follow-up MDR will be submitted once failure analysis has been completed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument stopped "flexing" while being used. The customer was able to remove the instrument from the patient. However, the instrument's tip had to be broken off in order to be removed from the cannula. A fragment broke off the instrument, fell inside the patient, but was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained additional information. The instrument was inspected prior to use. No damage was found out of the ordinary. When the event occurred, the surgeon was using the instrument for grasping. Prior to the event, the surgeon reportedly felt tension while using the instrument. The instrument did not collide with any other instruments during the procedure. The instrument was not removed during the procedure and prior to the breakage. The customer felt resistance upon instrument removal through the cannula; however, at that time, the instrument's wrist was not straightened. The customer did not notice any damage to the cannula. Another grasper instrument was used to retrieve the fragment(s). No post-operative tests were performed to check for possible remaining fragments.